Event description:
Information received from the field does not address the patient's clinical status but notes lead impedance >3000 ohms in bipolar configuration. Loss of atrial capture was noted when the pulse generator was interrogated.